Manufacturer narrative:
Results: release linkage.

Event description:
It was reported by service report that the footend jack was drifting. No patient involvement or adverse consequences were reported.